Event description:
An optometrist reported a pt with, trace diffuse lamellar keratitis (dlk) with trace white particulate near flap interface, one day following lasik surgery. This event was treated by increasing the topical steroid dosage. There was no complaint reported by the pt. Add'l info was received which indicated the event resolved. In the surgeon's opinion the device did not cause/contribute to the event.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. Attempts have been made to obtain add'l info. A completed questionnaire was received on (B)(4) 2014. (B)(4).